Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and 524 mg/dl. The customer treated with manual injections. The customer stated that the pump alarmed no delivery and failed battery test. The customer stated that they put in a new battery and the pump did not give insulin. The customer reported event to be resolved by complete set change. The product was not returned for analysis.